Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "fiber burnt" at 20 minutes and 68,000 joules of use. Unknown how procedure was completed. Patient outcome: "no damages to the patient". No further information provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe detritus buildup and char; the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.